Event description:
Reportedly, on (B)(6) 2024, during the follow-up, the device could not be interrogated, the device was explanted on (B)(6) 2024 and a new one has been implanted.

Manufacturer narrative:
The conclusions are as follows: asynchronous pacing followed by an overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by those electromagnetic interferences (emi) induced by an external emi source during the implantation procedure, close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. The risk of a device¿s failure due to external electromagnetic sources are known and specified in the manual. In case this kind of equipment must be used, the pacemaker should be carefully monitored. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. No device failure has been confirmed. However, this complaint is recorded for trending purpose. Understanding the critical requirement to use electrocautery in some clinical circumstances, an additional protection measure has been implemented in production to further protect pacemakers. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The analysis is still in progress. A component was found damaged but as of today, the root cause remains unknown.

Event description:
Reportedly, on 12/02/2024, during the follow-up, the device could not be interrogated, the device was explanted on (B)(6) 2024 and a new one has been implanted.

Event description:
Reportedly, on (B)(6) 2024, during the follow-up, the device could not be interrogated, the device was explanted on (B)(6) 2024 and a new one has been implanted.